Event description:
Analysis of the device revealed that the coil broke off from the delivery wire. There was no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire and introducer sheath were returned. Analysis revealed that the delivery wire was kinked throughout at both the distal and proximal ends. The coil appeared to have broken off from the delivery wire. The introducer sheath contained traces of blood throughout at both the distal and proximal ends. Information available indicated that the device was confirmed to be in good condition prior to use; however, a microcatheter with an inner diameter of 0.021in was used in conjunction with the coil. As per the device direction for use (dfu), target detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in]): excelsior® sl-10®, 2-tip marker (internal diameter 0.42 mm [0.0165 in]), tracker® excel¿-14, 2-tip marker (internal diameter 0.43 mm [0.017 in]), excelsior® 1018. Based on device analysis and the information available, the investigation has determined that using an incompatible microcatheter contributed to the damages found to the returned device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.